Event description:
Revised ceramic insert, psl cup, 3 screws and alumina head. Patient complained of noise coming from hip. Psl cup, 2 screws, and mdm insert were used as replacement device.

Manufacturer narrative:
Explant date corrected. An event regarding audible noise involving a trident ceramic liner was reported. The event was not confirmed. Device evaluation could not be performed as the reported device was not returned for evaluation. A medical review was not performed because records were not provided for review. The device was manufactured and accepted into stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event.

Event description:
Revised ceramic insert, psl cup, 3 screws and alumina head. Patient complained of noise coming from hip. Psl cup, 2 screws, and mdm insert were used as replacement device.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.